Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Repositioning of ivc filter was conducted. The hook was grasped, and filter was retrieved without any difficulty and positioned approximately 1 inch more superiorly in the vena cava. The patient was relieved with lower back pain. It was felt that probably the filter hook had penetrated the vena cava slightly and it was irritating a perivenous nerve and with simple reposition it no longer caused the irritation. Approximately five months post filter deployment, digital subtraction venography indicated a large focal area of thrombus within the filter apex extending above the apex. Therefore, a second bard select recovery filter was placed superior to the existing filter and thrombus. The existing filter was then removed through the recovery sheath. Therefore, the investigation is confirmed for positioning issue. However, the investigation is inconclusive for filter tilt, filter migration, pulmonary embolism and retrieval difficulties as no objective evidence is provided to confirm the deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted and embedded in wall of the ivc. The device was removed after an attempted but unsuccessful removal procedure (removal procedure was not provided). It was further reported that the patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.